Event description:
Scheduled out patient procedure. Right illiac pci. High grade stenosis in the right external illiac as well in the right sfa. Wired with a standard 0.014 runthrough. A hawkone placement with a 4mm balloon used and inflated at nominal pressure. Four passes used. Then frank perforation was noted on angiography. Code situation emergent viabahn used and placed over the area of perforation. More product was placed and extended the stent grafting to reduce bleeding. Minimal staining was noted on angiography. So a 7x100 balloon was used and vascular surgery was also present during this whole time. Pt was actively coding during this time. She received acls meds and 9 units of blood. Rapid acls was being done throughout the entire event along with rapid intubation. Once bleeding was stabilized she was rushed to the operating room. She left the cath lab with her pressures in the 120's and on a epi drip.